Event description:
It was reported that after the right ventricular lead was placed and fixed, the threshold increased. An insulation anomaly was noted beneath the suture sleeve. The lead was replaced.

Manufacturer narrative:
No medwatch form was received.